Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as care taker changed. However no specific use error or breach in aseptic technique was reported, therefore the cause of the event was assessed as unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin 2gram stat once and repeat after the fifth day (route not reported) and injection cefipime 1gram once a day (route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was not reported. No additional information is available.